Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that after the surgery when the patient got home they were in a lot of pain and then started to feel what the patient thought was blood but it was clear. The patient tasted it and could taste the medication so the patient went to the physician and the physician sent the patient straight to the hospital and would meet the patient there.it was noted that the physician that fixed the pump was a partner in the practice. The emergency surgery occurred about a week or so after the patient had it implanted. The patient experienced horrible pain, very nasty scars and swelling.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On 12-jul-2016 it was reported that the doctor that put in the pump messed it up and the patient had to have emergency surgery with a different surgeon to fix it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.